Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer sent this in an email "I have a pump that was already infusing a drug then staff said pump suddenly said "incoming order" w/o any scanning on their end of any kind, staff tried to click the "c" button to cancel but didn't make it to pump in time and it started infusing at the new rate and as a different drug."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit reported in this complaint was no returned for further evaluation however, logs (history files) of the unit were provided for a review. The log review showed the following below: [x] defect not confirmed. Details of history log: log review shows on 10/4/2023 and 4:52am an infusion start of 4.5ml/hr and 80ml (piggyback; dl: vasop40). At 10:39pm with a piggyback volume infused of 80ml pump automatically changed over to primary infusion of 11ml/hr, followed by ap error code 1004 (cancel pushed on initial incoming order), then followed by an infusion stop. At 10:40pm new therapy was selected and an infusion start of 4.5ml/hr and 20ml (primary; dl: vasop40). At 10:48pm infusion was stopped with a primary volume infused of 0.56ml. No further infusions took place.